Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 325cc mentor memorygel breast implants. Post-operatively, the patient experienced a rupture of her left prosthesis, which was confirmed during a physical exam. As a result, the patient underwent bilateral removal surgery on (B)(6) 2023. After removal, both prostheses were returned to mentor, and it was discovered that both devices were ruptured with wear damage. This report is for the right implant. Refer to manufacturing report number 1645337-2023-12718 for the contralateral event.

Manufacturer narrative:
Mentor received the device for evaluation and completed a visual inspection and leak testing of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, according with mentor procedure, and it revealed a tear on the anterior view within the siltex cracking, measuring approximately 0.1 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).